Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the driveline was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report# 2916596-2016-01687. (B)(4). Approximate age of device - 1 year. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) implanted on (B)(6) 2016. It was reported that the patient received a transplant on (B)(6) 2017. The patient was on the unos status 1ae list at the time of transplant due to a driveline infection. A driveline culture was positive for pseudomonas on (B)(6) 2016. Initially the patient was started on oral antibiotics, but eventually was treated intravenously. The patient also had a previously reported driveline infection on (B)(6) 2016.